Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event.

Event description:
A complaint was initiated for a patient who underwent knee revision surgery on (B)(6) 2019. The original surgery is dated (B)(6) 2016. The reason for revision is reported patient pain. During the revision, no implants were removed, however a patella was resurfaced.